Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The proximal end of the adapter was broken and received separated from the reload. The articulation flag was bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the damaged reload adapter may occur due to over flexure of the reload while attached to the instrument. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after loading adaptor and reload onto the device handle during a lobectomy procedure, surgeon fired it. During firing, the device suddenly articulated to the left on its own. This caused no harm/injury and the resection was successfully done. After the firing, surgeon checked the reload and found it damaged at black plastic part inside the connection. He/she said that the device inserted directly (without trocar) and that may had been added a large load to the connection. There was no patient injury.